Event description:
The complainant stated they just found a crack in a weld on the sabina lift. The cracked weld is at the mast where the flange support holds the knee pad support arm. The lift was not in use at the time the cracked weld was discovered.

Manufacturer narrative:
Hill-rom is currently working with the account to resolve the issue. The lift has been removed from service. A f/u report will be sent once the repair is complete.